Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a lab demonstration that the gastrointestinal videoscope was tested positive on june 23, 2026 for 18 colony forming units (cfus) of an unspecified microorganism in the air/water channel. A subsequent test was performed and tested positive on june 30, 2026 for 17 cfus of an unspecified microorganism in the biopsy channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.